Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device worked okay (but not great) for the first 6 months, but in the last month and a half, their symptoms are worse than before they were implanted with the device. The patient had tried different settings but none were of any help and they were disappointed. Additional information received on 2019-aug-15 from the patient stated that about a month ago the device started going haywire and the symptoms were worse than when they were implanted. The patient stated that their frequency was going up and the urgency was really bad. The patient stated that the second their body and brain decide they need to go the patient starts going. Patient stated that they tried increasing and changing groups and it did not get any better. Patient has an appointment in a few weeks with a new hcp. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient clarified that they did not use the word ¿haywire¿ (to their recollection) and stated that they wondered if it had stopped working or if the wires had gotten dislodged. They further stated, ¿per my thinking¿ it was malfunctioning. They had tried different settings and contacted the manufacturer as steps taken to resolve the issue. There were no further complications reported or anticipated.